Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2216101 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white plastic pusher that holds the plug against the artery of a 5f mynxgrip vascular closure device (vcd) did not come out of the device black sheath. It was crumbling into small white plastic pieces inside the device. There was no reported patient injury. The physician felt this is a patient safety issue as material may break off in the patient and the hemostatic effect of the device is probably lost so patients wind up staying for hours of flat time. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white plastic pusher that holds the plug against the artery of a 5f mynxgrip vascular closure device (vcd) did not come out of the device black sheath. It was crumbling into small white plastic pieces inside the device. There was no reported patient injury. The physician felt this is a patient safety issue as material may break off in the patient and the hemostatic effect of the device is probably lost so patients wind up staying for hours of flat time. Device will be returned for evaluation. Addendum: during the product evaluation, the distal tip of the cartridge tube was torn at the side slit.

Manufacturer narrative:
Complaint conclusion: as reported, the white plastic pusher that holds the plug against the artery of a 5f mynxgrip vascular closure device (vcd) did not come out of the device black sheath. It was crumbling into small white plastic pieces inside the device. There was no reported patient injury. The physician felt this is a patient safety issue as material may break off in the patient and the hemostatic effect of the device is probably lost so patients wind up staying for hours of flat time. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. As per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock close and vacuum locked. The sealant was not returned with the device. The advancer tube remained deployed on the catheter covering balloon proximal tip. The advancer tube was pulled back proximally and found properly engaged to the distal tamp lock. The distal tip of the cartridge tube was torn at the side slit. It is unknown if the device was manipulated after the procedure, and if the damage to the cartridge tube occurred during the procedure or during subsequent handling or transit. Per dimensional analysis, the slits on the returned advancer tube were measured, and noted to be within specification. Per functional analysis, a simulated deployment test was performed, and the shuttle cartridge was able to be advanced and retracted to the black handle without issue per the mynxgrip instructions for use (IFU). The device performed as intended. A product history record (phr) review of lot f2216101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ and ¿ advancer tube slit damaged¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported events. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. In addition, the distal tip of the cartridge tube was torn at the side slit. Procedural factors and handling factors may have contributed to the damage noted. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.